Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures posterior repair with mesh/elevate, extraperitoneal sacrolpopexy, enterocele repair, midurethral sling procedure and cystoscopy due to symptomatic pop/rectocele, enterocele, mixed urinary incontinence, intrinsic urethral sphincter deficiency and small cystocele. It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence and dyspareunia. It was reported that the patient underwent partial removal on (B)(6) 2012 due to exposure of mid urethral sling mesh. It was reported that the patient underwent partial mesh removal on (B)(6) 2013, along with scar tissue release from posterior compartment & cystourethroscopy due to erosion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.